Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
After delivery of this lens into the eye, it could not be positioned correctly. It was removed and replaced with another lens.